Event description:
It is reported that during a procedure on (B)(6) 2012 a small battery drive would only work in reverse and made loud noise. No injury or medical intervention was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by anspach. Reliability engineering evaluated the device, and the reported problem was partially confirmed; the device would operate in both directions during testing, but it was observed to make an unusual noise while running. This condition was likely due to normal component wear out from use over time. The manufacturing documents were reviewed and no complaint related issues were found. Date product was received is unknown.